Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump responded properly to the button presses. No keypad unresponsive, numbers ramping or scrolling screens anomaly noted during testing. The keypad overlay was removed for visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Found the j1 keypad flex connector was not unlocked at the pcba 1. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Perform the history review 1 week prior to the event date 05-may-2025 in the pump history file and found 5 nodelivery (7) alarms on 05/01/2025(during bolus), 1 lost sensor alert on 05/03/2025, 1 sensorerroralert on 05/04/2025, 2 lost sensor alert on 05/05/2025, 1 pump error 68 on 05/05/2025, 1 pump error 49 on 05/05/2025, 1 pump error 23 on 05/05/2025 and 2 battoutlimit (6) on 05/05/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 68, pump error 49, pump error 23 and battery out limit alarms were expected due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Perform the history review 1 week prior to the event date 03-may-2025 in the pump history file and found 5 nodelivery (7) alarms on 05/01/2025(during bolus) and 1 lost sensor alert on 05/03/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates 05-may-2025 and 03-may-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/diabetic ketoacidosis or difference in value between sg and bg. The pump responded properly to the button presses. No keypad unresponsive, slow keypad button response anomaly, numbers ramping or scrolling screens anomaly noted during testing. Activation-keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer also reported difference between sensor glucose and blood glucose values, and keypad anomaly. Customer reported blood glucose value of 400 mg/dl along with symptoms of joints ache and muscle ache and the hyperglycemic event was treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion) and overnight hospitalization. Diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion), and overnight hospitalization. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7040a. Troubleshooting was performed for hyperglycemic event. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was not within the limit. Troubleshooting was performed for keypad anomaly. Pump has not been exposed to altitude change. Customer was advised to replace the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7040a.